Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag became disconnected from the heater line. This event occurred during the last fill. The patient stated there was no difficulty connecting the bags during set up and that they did not notice any damage or deformity to the cassette tubing at any time. The technical service representative assisted the patient to end therapy and to open the cassette door. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.